Event description:
The customer reported via phone call that the customer went to emergency room on (B)(6), 2020 due to site infection on unknown date. Blood glucose reading was unknown. Customer was treated with different antibiotics. No further patient complications were reported. The insulin pump was returned for analysis. The sensor will not be returned for analysis. Unomed-set, frn-mmt-332-rsvr, ozp-mmt-7020-snsr.

Manufacturer narrative:
S/w 4.11e retainer ring = black patient hospitalized with infection at infusion set and sensor site(s) on november 01, 2020, device was returned with no allegation of device deficiency. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. Thus and carelink software was utilized and downloaded trace/history files properly. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (26.4mv). The motor was tested outside of the device on the ngp stb3 and passed. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Device received with pillowing keypad overlay and cracked select button keypad overlay during visual inspection. Unable to confirm customer allegations of site infection. Tested ok. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 and d10 section. The health effect - impact code, medical device problem code and component code that was provided with the initial report was incomplete. The complete information has been included with this report in h6 section.

Event description:
The customer reported via phone call that the customer went to emergency room on (B)(6) 2020 due to site infection on unknown date. Blood glucose reading was unknown. Customer was treated with different antibiotics. No further patient complications were reported. The insulin pump was returned for analysis. The sensor will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer via phone call that the customer was went to emergency room due to site infection on the (B)(6) 2020. It was reported that the sensor had caused infections on the site that lead to a hospitalization. It was reported that the customer was treated with different antibiotics. The sensor will not be returned for analysis.